Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection showed the ring is damaged and fractured. The ring is also missing a small section. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign county: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision and the liner instrument ring got caught between the liner and the cup after seating the liner. It was noted that the surgeon was unsuccessful while attempting retrieval. The patient was then closed with the 2cm ring instrument wedged between liner and shell. Attempts have been made and additional information on the reported event is unavailable at this time.